Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power while connected to the mobile power unit (mpu). There was no disruption in power and no power outage. The patient was given a loaner mpu for the time being. The mpu was hooked up to a loaner heartmate 3 system controller, and no alarms occurred. After attaching a mock loop to the connected controller, the no external power alarms came back immediately.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no output coming from the mobile power unit (mpu) causing no external power alarms was confirmed when the unit was evaluated. The outer jacket on the patient cable on the mpu was damaged (scuffed, cut and bent). The patient cable had likely been mechanically damaged (rolled over or crushed). The internal wires in the damaged area were examined and there were multiple wires with breakage. There were no indications of electrical shorting between damaged wires. The mpu operated properly when the patient cable assembly was replaced. The customer declined repairs to the unit; the unit was scrapped. The root cause of the event was due to mechanical damage to the patient cable. The mpu assembly was made on jun 4, 2020. The unit was packaged and placed into stock on jul 10, 2020. The unit was sent to the customer on jul 27, 2020. The unit was assigned to the patient on (B)(6) 2020. The unit had no previous services. Set up and use of the mpu are documented in the heartmate ii left ventricular assist system (lvas) patient handbook. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook sections "alarms and troubleshooting", "no external power alarms", "low battery power alarms", and "mpu alarms". Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and ac power cord and the electrical outlet used (including location and accessibility) are given in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.